Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implanted on (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and fatigue when their right ventricular (rv) lead exhibited t-wave oversensing (twos) resulting in a lower than programmed paced rate. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.